Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead had exhibited high pacing threshold. The rv lead was repositioned successfully and obtained a normal threshold measurement. Rv lead remains in service. No pt adverse effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.